Manufacturer narrative:
Age unknown; however over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy with colonic stent placement procedure performed on (B)(6), 2010. According to the complainant, while attempting to deploy the stent, the outer catheter handle of the delivery system broke outside of the patient. The partially deployed stent was able to be reconstrained and removed from the patient. The procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
Initial examination of the returned device noted that the stent was fully mounted. A tactile examination of the shaft of the device noted a kink proximal to the mounted stent. The distal handle had detached from the outer sheath. An attempt made to retract the outer sheath by hand was unsuccessful. Examination of the deployed stent and the stent holder found no anomalies. There was no issue in the movement of the outer sheath after dissection. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy with colonic stent placement procedure performed on (B)(6), 2010. According to the complainant, while attempting to deploy the stent, the outer catheter handle of the delivery system broke outside of the patient. The partially deployed stent was able to be reconstrained and removed from the patient. The procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay".